Event description:
It was reported that the patient experienced vegetation in the heart. The right atrial (ra) lead and right ventricular (rv) leads were initially both inactivated. The complete transvenous pacing system was then explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vegetation in the heart. The right atrial (ra) lead and right ventricular (rv) leads were initially both inactivated. The complete transvenous pacing system was then explanted. No further patient complications have been reported as a result of this event.